Event description:
It was reported that during a gastric bypass procedure, the stapler would not open after firing. The device was finally released manually and a second like device was used to complete the case with no patient consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.